Manufacturer narrative:
Visual inspections & results: balloon condition, cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, ab)good; and stopcock condition, a)closed b)open. Fucntional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon the inquiry info received and the visual examinations, it was concluded that the balloons had become torn, making the instruments non functional. A)the instrument was received with a small tear in the balloon, approx. 1/16" in length, in the proximal portion near the attachment ring. B)the instrument was received with a small tear in the balloon, approx. 1/8" in length, in the proximal portion near the attachment ring. Ab)the instruments would not function as designed due to tears in the proximal portions of the balloons. No conclusion could be reached as to how the balloons had become torn. Ab)each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an laparoscopic hernia repair procedure. It was reported by the affiliate that the balloons are damaged. There was no consequence.